Manufacturer narrative:
(B)(4). The analysis results for the device (a) found that it was returned with the lens of the obturator melted. The sleeve assembly was not received. Based on the analysis results, it could not be determined what may have caused the found condition of the lens. In addition, a depression on the obturator cannula was noted; however this finding is not related to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results for the device (b) found that it was returned with the lens of the obturator melted. The sleeve assembly was not received. Based on the analysis results, it could not be determined what may have caused the found condition of the lens. The batch record was reviewed and no anomalies were noted during the manufacturing process. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Device b additional information: batch # g9lc51. Expiration date: 09/2015. Manufacturing date: 10/2010.

Event description:
It was reported that prior to a laparoscopic gastric bypass procedure, upon removal of the device from the package the tip of the trocar was bent. It was not used. A new one was pulled to continue the procedure. No patient impact.